Event description:
It was reported that the pt underwent an open repair of a recurrent incisional / ventral hernia under general anesthesia in 2009. Three days later, the pt experienced a parietal hematoma which measured ten centimeters in width. The pt underwent an evacuation procedure. The surgeon opines that the cause of the event was perforation of the abdominal wall artery.

Manufacturer narrative:
Hematoma - conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.